Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Device replacement was recommended. Additional information was received that the icm was explanted. No new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Device replacement was recommended. This device was explanted and will be returned to boston scientific for analysis. No new device was implanted. No adverse patient effects were reported.